Event description:
Overdelivery reported. The pump was set to infuse dilaudid 1mg/ml, 0.3 mg loading dose with a 0.2mg pca dose, a 10 minute patient lockout and no 4 hour limit selected. The nurse reports that "the 20ml vial was supposed to last 13 hours, but it finished in just 11 hours." The patient was "difficult to arouse" but had no changes in vital signs. The dilaudid effects were allowed to wear off without medical intervention. No adverse sequelae occurred.

Manufacturer narrative:
The device was tested with a substitute pendant cable because the original was not returned. The pump had a defective time/date battery and a missing pendant; both were not related to the reported event. The device delivery accuracy tested within product spec. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca products is 2.46/million sets.